Event description:
Promus premier china registry. It was reported that patient experienced unstable angina pectoris. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. Two days later, the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin.

Event description:
Promus premier china registry. It was reported that patient experienced unstable angina pectoris. In (B)(6) 2019 the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 24 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 28 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021 the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. No other action was taken to treat the event. Two days later, the event was considered to be recovered/resolved and on the same day, the subject was discharged on aspirin. It was further reported that medication was taken to treat the event.